Manufacturer narrative:
Additional information : the lot was manufactured between august 04, 2018 to august 06, 2018. Unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and observed the spike port cap was leaking. The cause of the leak could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag, a spike port leak was observed. There was no patient involvement. No additional information is available.